Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/10/2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/15/2019. Evaluation: five retain samples of incident code and lot number were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects and non were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute and none were observed. The needles were inspected for any attribute defects and none were observed. The retain samples were tested for knot pull tensile strength and found to meet the specification. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the above analysis, it is evident that there was no issue related to the suture quality and processing of this incident lot. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material and they met the in-house average knot pull tensile strength requirement. All the individual as well as average knot pull tensile strength values were found to meet the in-house specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a pilonidal sinus procedure on (B)(6) 2018 and suture was used. During the procedure, the suture had multiple breaks. There were no adverse patient consequences reported. No additional information was provided.